Manufacturer narrative:
Additional information has been requested of the field.

Event description:
Boston scientific technical services (ts) was contacted by a health care professional (hcp) to review atrial tachy response (atr) events through the remote monitoring system. The events were stored due to noise on the atrial lead. The noise appeared consistent with noise seen when there is insulation damage to a lead. Atrial lead impedance measurements have decreased below 200 ohms since late-(B)(6) 2017. The plan is to bring the patient in for further evaluation. Ts discussed programming options if the decision is made not to revise the lead. No adverse patient effects were reported.